Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an interventional angiogram. Reportedly, femoral angiogram/other imaging was not performed. One suture broke and was not attached to the needle. Only one suture end was visible. The sutures of two new proglide devices were successfully pre-placed. The procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Imaging was not performed prior to proglide use at the access site. It should be noted that the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. In addition, a review of the lot history record for three proglide lot numbers (9061041, 9050142 and 9072342) was performed. The lot history records for each of the lot numbers identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event.

Event description:
Subsequent to the initially filed report, additional information provided: three proglide devices with different lot numbers were used in the procedure. It is unknown which proglide device lot number experienced the suture break. Three proglide lot numbers: 9061041, 9050142 and 9072342.